Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in pacing impedance and pacing thresholds. The pacing impedance and thresholds were now high. The pace/sense portion of the lead was capped and replaced; the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.